Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389, lot# unknown, implanted:(B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that an electrode was broken and high impedance of greater than 40,000 ohms was measured on all electrode combinations with electrode 11. High impedances were measured on the following electrode pairs: c-8, c-10, c-0, c-1, c-3, 0-1, 0-3, 1-2, 1-3, and 2-3. The electrode with high impedance was not being used to program therapy. The implantable neurostimulator (ins) was programmed to c+, 9- at 4.3v, 60 usec and 180 hz on the left side and c+, 2- at 3.5v, 60 usec, and 180 hz on the right. The patient had not experienced any symptoms. The patient felt fine, had no sense of a loss of therapy, and could not remember any events that may have caused a fracture of the lead or cables. No troubleshooting was done and no actions or interventions were taken. The issue was not resolved at the time of this report. The patient was alive with no injury. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.